Event description:
It was reported that the patient was in the clinic and no right ventricular (rv) capture with high thresholds were observed. It was noted high ventricular events measured were determined to non-ventricular in origin and impedance decreased since implant. Chest x-ray and fluoroscopy revealed macro rv lead dislodgement with tip of rv electrode in the right atrium. It was also reported that the rv lead dislodged twice and the lead putter insulation has small slit where it is used for access. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was in the clinic and no right ventricular (rv) capture with high thresholds were observed. It was noted high ventricular events measured were determined to non-ventricular in origin and impedance decreased since implant. Chest x-ray and fluoroscopy revealed macro rv lead dislodgement with tip of rv electrode in the right atrium. The lead was repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage.